Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Device evaluation: the device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The nibp pump and mod g pcba were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log showed nibp failure on the event date of (B)(6) 2025. A nibp failure refers to a situation where the non-invasive blood pressure (nibp) module is unable to obtain a reading or experiences communication issues. Nibp failure is a recoverable error and will not prevent the rescue. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "nibp monitoring failure". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "service required" message. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.